Manufacturer narrative:
Device evaluation: during the inspection the error description provided by the customer "dim light, adhesive worn out" was confirmed, and further defects were detected. The device met the test specifications at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the cause of the described fault is damage to the plug caused by the customer and signs of wear on the blade, housing and cover for the low light. In addition, a leak was found between the plug and the cover, through which moisture can penetrate the interior and damage the electronic components. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there is a "dim light, adhesive worn out". No patient involvement reported. No negative impact on state of health reported.